Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01429. This report is being submitted as additional information. Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized due to suspected gastrointestinal (gi) bleeding. A culture test was done on an unspecified date, results showed (B)(6) for occult stool and lower hematocrit. The patient received 4 units of packed red blood cells (prbc). At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. On (B)(6) 2018, an esophagogastroduodenoscopy was preformed and results showed angioectasia was treated at time of procedure. Reportedly the angioectasia was resolved on (B)(6) 2018. No additional information was provided.